Event description:
This spontaneous case was reported by a nurse and describes the occurrence of uterine perforation ('physician asked nurse to call and find out best way to evaluate a patient for perforation.') In a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient experienced pelvic pain ("left pelvic pain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage ("since insertion, has had continued bleeding"), abdominal pain ("left sided sharp pain") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). At the time of the report, the uterine perforation and post procedural haemorrhage had not resolved, the abdominal pain had not resolved, the abdominal distension had not resolved and the pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, pelvic pain, post procedural haemorrhage and uterine perforation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.